Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device will not return for analysis. A review of the device history record was completed and no anomalies were noted. Due diligence attempts to obtain additional details regarding the recipient's status were unsuccessful. Additional information regarding the recipient's status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was notified that the recipient¿s device was explanted. Testing revealed that the recipient's device is functioning within normal limits. The recipient was reimplanted with another cochlear implant.